Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that "the device get repair after pm". There was no reported patient involvement.

Manufacturer narrative:
Further information was provided that there were ¿mechanical damages of hands in the defib paddles¿.